Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information was received that during the pocket revision the physician elected to replace the ipg due to preference. Malfunction was not suspected. The patient was reportedly doing fine.